Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to check arm 1 and to further investigate the reported issue. The fse was unable to reproduce the reported problem, the system verification was performed, system check was good, and no trouble found. The system was then tested and verified as ready for use. Per log review, the following was confirmed: a cholecystectomy procedure was performed on 17-aug-2022 via system usg 306. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure. The mcs tip cover accessory was retrieved during the same procedure with no patient injury reported. At this time, it is unknown what caused the mcs tip cover accessory to fall.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory (sheath) came off of arm 1 and fell into the patient. The customer stated that the sheath was found and removed from the patient in the same procedure and confirmed that there was no patient injury. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 23004 on arm 1 pointing to a possible arm collision. The procedure was completed with no reported injury. On 25-aug-2022, the following additional information was obtained: the staff was able to remove the mcs tip cover accessory with the specimen by adding it to the endopouch. The mcs tip cover accessory was inspected prior to use. The issue occurred while troubleshooting an error. The customer noticed issues with the mcs functionality during the procedure. The mcs collided with other instruments during the procedure. No reducer was used. The user noticed resistance during instrument removal. The mcs tip cover accessory appeared to be properly installed. The mcs tip cover accessory is not available for return. The issue was resolved, and the procedure continued after the customer swapped to a backup mcs and mcs tip cover accessory. The procedure was delayed 5 to 10 minutes while swapping to a backup.